Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found following. The shaft had been bent and stretched. Some bristles on the distal end side had been missing. Some bristles had been crushed. There was the dent on the distal end. Omsc compared the subject device and the unused device, omsc surmised that the subject device was not unused. Based upon the above, omsc concluded that the reported phenomenon was attributed to the applying the external force such as the hit against something or scratch due to the handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocess, the user opened the package of the subject device, the user seemed that the bristles of the subject device was positioned to the brush handle side than usual. Therefore the user stopped using the subject device. There was no report of patient injury associated with the event.